Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect which affected patient medications and documentation. A technical support specialist dialed into the station as cf support; from station menu he chose shut down and from desktop he pressed start and sign off pyxis app and login as pyxis support to resolve the issue. The system functioned as intended after being troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 had time off by 2 hours which affected patient medications and documentation. There were no adverse events or injuries reported based on this incident.